Manufacturer narrative:
H6: previous fdd codes a0721 and a090101 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively during a thyroid surgery case, the system had to be rebooted since all of the responses were positive when stimulating muscle. After rebooting, the device was unable to pass electrode check. The stimulator probe and grounding electrode kept flickering between a red 'x' and a passing green check mark. The pi box was swapped and it was confirmed that the subdermal electrodes were still properly placed. A new console was brought in and used but the issue still persisted. The endotracheal tube was then changed from a size 8 to a size 7 and the issue resolved. The surgery was extended by less than one hour and there was no patient impact.

Manufacturer narrative:
H3: visually, the device was returned in a u-shape and there was a reddish-brown colored residue on the outside diameter of the cuff balloon on the distal end of the device. Under magnification, there were no small voids in the trace pads or ink traces. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 81 ohms (blue), 115 ohms (blue with white stripe), in kiloohms (red), and in megaohms (red with white stripe) all traces were measured on the distal ends of each individual trace pad which the red and red with white stripe electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system and the trace pads were submerged in a saline solution to perform functional testing. Initially, channel 2 (vocalis 2) failed the electrode check and there was excessive feedback in channel 2 during the noise test. For additional analysis, a stylette was used to manipulate the shape of the tube, especially near the clamp shell at the proximal end of the device, and both channels had excessive feedback during the noise test. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.